Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during treatment. The patient reported receiving an m31 air detected in cassette message that occurred during drain 4 of 4 of treatment which occurred after the leak. It is unknown at which point in therapy the leak may have begun. The patient stated the gun on the patient line unscrewed and fluid leaked everywhere, causing the m31 air detected in cassette alarm to sound off. The patient stated they wanted to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) on draining fluid. The patient was assisted with cancelling treatment. Upon follow-up, the pdrn confirmed the fluid did not come in contact with the cycler. A new cycler was not issued to the patient. It was reported that an alternate treatment option was available. The rn stated the patient was treated prophylactically. The patient was not hospitalized for this event and prescribed intraperitoneal keflex at 250 mg three times a day for three days. Upon additional follow-up it was determined that the patient was seen in the pd clinic and had pd effluent cultures obtained. It was confirmed the patient was given prophylactic antibiotics with intraperitoneal (ip) keflex 250mg three times per day for three days. The patient did not develop any symptoms. The pd cultures resulted negative for growth. The event was not classified as peritonitis per the clinic. No additional antibiotics were prescribed. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak from the cassette door of their cycler during treatment. The patient reported receiving an m31 air detected in cassette message that occurred during drain 4 of 4 of treatment which occurred after the leak. It is unknown at which point in therapy the leak may have begun. The patient stated the gun on the patient line unscrewed and fluid leaked everywhere, causing the m31 air detected in cassette alarm to sound off. The patient stated they wanted to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn) on draining fluid. The patient was assisted with cancelling treatment. Upon follow-up, the pdrn confirmed the fluid did not come in contact with the cycler. A new cycler was not issued to the patient. It was reported that an alternate treatment option was available. The rn stated the patient was treated prophylactically. The patient was not hospitalized for this event and prescribed intraperitoneal keflex at 250 mg three times a day for three days. Upon additional follow-up it was determined that the patient was seen in the pd clinic and had pd effluent cultures obtained. It was confirmed the patient was given prophylactic antibiotics with intraperitoneal (ip) keflex 250mg three times per day for three days. The patient did not develop any symptoms. The pd cultures resulted negative for growth. The event was not classified as peritonitis per the clinic. No additional antibiotics were prescribed. The patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.